Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bleb resection, the device¿s component broke off, the reinforcement was crimped and damaged. The packaging was damaged. They opened another device to complete the case and resolve the issue. There was no patient injury.